Manufacturer narrative:
The service technician found that the side rail plate was bent. The technician replaced the side rail plate to resolve the issue.

Event description:
The technician alleged the side rail could not be raised. No injury reported.